Event description:
It was reported to philips that the device displayed a red x in the ready for use indicator and would reset itself. Additionally, the status logs were reviewed and showed the device experienced a v-stand by error. There was no patient involvement.